Manufacturer narrative:
The hill-rom technician found the brake would not hold and the steer function would not work on the bed. The technician replaced the casters to repair the bed.

Event description:
Info received indicates the brake will not hold on the bed.